Manufacturer narrative:
UDI and catalog number are unknown. All that is known is that it is a cadd pump. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. The settings were reviewed and the pump was restarted. The display read run at the end of the call. The patient will call the hotline if there are further pump related issues. The patient has an appointment for the device to be disconnected. No patient injury was reported.